Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 600 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with assisted with trouble shooting and found that the canula was bent. The customer changed the reservoir and infusion set. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.